Event description:
Related manufacturer reference number: (B)(4). It was reported patient underwent surgical intervention on (B)(6) 2024, the drg lead was unable to be removed. Investigation was unable to identify which lead attributed to the issue. Surgical intervention is pending to address the issue at a later date.

Manufacturer narrative:
Corrected: h6 - medical device problem code. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, the cause of the reported issue was determined not to be product related.